Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 22dec2014 to assess the galileo echo instrument that was used for the antibody screen testing. The fse found the instrument to be operating as expected.